Event description:
Information was received from a patient (pt) regarding an implanted neurostimulator (ins) for spinal pain. The reason for the call was pt mentioned that they had a revision done in 2021 "because I had taken a bad fall in the shower because my leg went numb because of a fusion done in my spine, and when I fell the wires had moved so the healthcare provider (hcp) had to go in and re-anchor the wires in my spine."

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-aug-2022, UDI #: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 07-jul-2022, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.